Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 and tpuc3 total protein urine/csf gen.3 results for 1 patient's cerebral spinal fluid sample tested on two different cobas 6000 c (501) modules. From the data provided, a reportable malfunction was provided for tpuc3. This medwatch will cover the cobas c501 system with serial number (B)(4) (analyzer a). For information on cobas c501 system with serial number (B)(4) (analyzer b) please refer to the medwatch with patient identifier (B)(6). The initial tpuc3 result from analyzer b was 1 mg/dl. The same patient sample was tested twice on analyzer a with tpuc3 results of 3 mg/dl and 2 mg/dl. The patient sample was then frozen. It was thawed the following morning, (B)(6) 2018, and tested again for confirmation. On (B)(6) 2018, a tpuc3 result of 114 mg/dl was obtained from analyzer b. The initial low tpuc3 result of 2 mg/dl was released outside of the laboratory. The tpuc3 result of 114 mg/dl was deemed to be correct. There was no allegation of an adverse event. The tpuc3 reagent lot used on analyzer a was 307921. The tpuc3 reagent lot used on analyzer b was 283984. The expiration dates were not provided. For both analyzer a and analyzer b, there were no sampling alarms generated on the day of the event. As the control results were acceptable a general hardware or reagent issue can be excluded. The customer used a sample tube that was not standard. The systems were not correctly configured to process the non-standard tubes and this could have lead to the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.